Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material too rigid or stiff was unable to be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material too rigid or stiff. It was reported that the wire felt stiffer than usual. Factors that may contribute to the wire feeling stiff or rigid include, but are not limited to, material properties, coil outer diameter, flat dimensional grind, or user technique. Analysis of the wire indicated no manufacturing anomalies. It is unknown what contributed to the stiff feeling. Additionally, analysis of the wire noted a separated at the distal tip. The separation face was angles, indicating the wire was subject to force at a kink or bend. It was confirmed that the separation was not noted during use, likely occurring due to post procedural handling or shipping. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the superficial femoral artery with the 190cm ht command 14 guide wire (gw). The tip felt stiffer than a usual; however, the gw was advanced into the patient anatomy. After the lesion was crossed using a non-abbott guiding catheter, the command gw was exchanged for a non-abbott 300cm gw due to needing a longer size. After withdrawal, the tip load was again inspected and noted to feel significantly stiffer than usual. An unspecified balloon dilatation catheter was used to complete the procedure. There was no adverse patient effects and no clinically significant delay. Returned device analysis identified that there was a separation of the distal core, polymer coating, coils, and distal solder tip. Additional information received from the site indicated that no portion of the separated device remained in the patient anatomy; however, it was unknown when the separation occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.